Event description:
Overdetection/sensing (tachy vt/vf)

Event description:
It was reported the lead was oversensing. It was explanted and replaced. No patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: middle insulation breached; full lead in segments returned and analyzed.